Event description:
(B)(4). It caused me to be in constant severe pain everyday. Cyst on my ovaries. Endometriosis. I had tumors on my uterus. My bladder and bowel was stuck together. Had endometriosis in my colon and didn't have this until after essure.